Event description:
It was reported by the customer's father, that the customer received a failed self test alarm. Customer's blood glucose level at the time 68mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with a64 alarm during self test due to faulty electrical component on the radio frequency board. The insulin pump was programmed with multiple bolus deliveries and monitored; all of the bolus were delivered completely their indicated amounts and were properly recorded in the bolus history screen. No history anomaly noted. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.